Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and non- boston scientific right ventricular (rv) lead exhibited high out-of-range (ooo) shock impedances measuring greater than 200 ohms. Impedances were noted to be stable until mid october then had a sudden increase then went back down to less than 200 ohms and have been steady since. Boston scientific technical services recommended to get vector breakdown to see if programming options are available. At this time, this crt-d and non- boston scientific rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and non- boston scientific right ventricular (rv) lead exhibited high out-of-range (ooo) shock impedances measuring greater than 200 ohms. Impedances were noted to be stable until mid october then had a sudden increase then went back down to less than 200 ohms and have been steady since. Boston scientific technical services recommended to get vector breakdown to see if programming options are available. At this time, this crt-d and non- boston scientific rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and non- boston scientific right ventricular (rv) lead exhibited high out-of-range (ooo) shock impedances measuring greater than 200 ohms. Impedances were noted to be stable until mid october then had a sudden increase then went back down to less than 200 ohms and have been steady since. Boston scientific technical services recommended to get vector breakdown to see if programming options are available. At this time, this crt-d and non- boston scientific rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and non- boston scientific right ventricular (rv) lead exhibited high out-of-range (ooo) shock impedances measuring greater than 200 ohms. Impedances were noted to be stable until mid october then had a sudden increase then went back down to less than 200 ohms and have been steady since. Boston scientific technical services recommended to get vector breakdown to see if programming options are available. At this time, this crt-d and non- boston scientific rv lead remains in service. No adverse patient effects were reported. Additional information was received that during a retrospective review of device data it was identified that during a shock delivery, this system recorded a code 1005 indicative of high, out-of-range shock impedance measurements greater than 145 ohms. The device was explanted at a later date for an unrelated reason. No other information was provided. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.